Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/19/2013 2013: the cartridge was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that he experienced a large air bubble in the cartridge. The patient stated that he did not see the air bubble at the time that he filled the cartridge. The patient stated that they have been using the same technique for four years and has not experienced the issue until now. The patient stated that the insulin was at room temperature. Troubleshooting indicated that there was no damage to the cartridge, it was not re-used and the cartridge was changed three days prior to the air bubble. There is no reported adverse event with this complaint. This report is made based on the allegation of the air bubbles/leak issue.